Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). It has been confirmed that the affected product was received by (B)(4) for decontamination on (B)(6) 2023. The affected part to be evaluated once it becomes available to natus.

Event description:
Nt821731c, eds 3, gen ll, no catheter - customer states "the stop cock to the drainage bag broke off making the drain unable to drain into the bag." .there was no delay in surgery, however medical intervention was required. No injuries.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). Update to section d4 - expiration date. Update to section h4 - manufacturing date. Sterile date: 29 jun 2023. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-tighten/hold/lock" complaints within the past two years. (B)(4) sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The device was misplaced by a previous employee who is no longer with the company. Based upon the information given by the customer, the component states that the stopcock broke. However, the device was not able to be located, and no pictures were provided so it is not possible to determine the failure mode. Failure mode: device not found - unable to determine.

Event description:
Nt821731c, eds 3, gen ll, no catheter - customer states "the stop cock to the drainage bag broke off making the drain unable to drain into the bag." There was no delay in surgery, however medical intervention was required. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Customer confirmed the product is available to be returned. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Acceptable risk as per hazard ID 4.9 in natus (B)(4) eds 3 external drainage system risk analysis. Severity - 11, risk is considered to be moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Nt821731c, eds 3, gen ll, no catheter - customer states "the stop cock to the drainage bag broke off making the drain unable to drain into the bag." .there was no delay in surgery, however medical intervention was required. No injuries.